Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low impedance. Also noted were a high number of short interval counts (sic) and small r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv pace impedance steady at 245 ohms through (B)(4) 2015, out of range (<(><<)> 190 ohms) on (B)(4) 2015. Patient has intermittent sic since programming session (B)(4) 2014, also has 400-500 pvcs / hour, which could increment the sic. (B)(4).